Manufacturer narrative:
This product was received and tested by technical services and failure of the blade could not be duplicated. The connector collar on the blade was missing and there was some rtv peeling but the blade still provided an image. Due to the peeling, the blade was replaced and the returned device was scrapped. However, on inspection of the portable video monitor, a faulty pgvl fuse was found which resulted in the no image failure. The fuse was replaced and the monitor tested okay.

Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.